Manufacturer narrative:
The device has not been returned to olympus medical systems corp.(omsc) but was returned to olympus repair center in (B)(4). Olympus repair center inspected the device and confirmed the following; there is possibility that the device with residue attached was used on the patient. The residue of the bending section rubber may be detergent solution or disinfectant solution. There was a leakage at body control unit. The insertion tube was worn. There was a scratch on the distal end cap. The bending tube was shortened. There was play in the angulation wire and the angulation was insufficient. In addition, the user facility reported that the device could not be reprocessed with the olympus automated endoscope reprocessor etd3 and only manual pre-cleaning was performed, because etd3 detected a leakage in the device. Omsc confirmed from the photo provided by the olympus repair center that there was a gap between the bending section rubber and the adhesive near the dirt. The exact cause of the reported event could not be conclusively determined, because the device has not been returned to omsc. However, based upon the past similar cases, the reported event may have been caused by the following mechanism: a gap was created between the bending section rubber and the adhesive due to deterioration of the device due to long-term use or handling by the user. Then, foreign material entered through the gap. The foreign material that entered the gap could not be completely removed by the user during reprocessing. In addition, there is possibility that dirt remained on the adhesive of the bending section rubber due to insufficient final reprocessing performed prior to the return by the user facility. The instruction manual provides preventive measures against the reported failure mode. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Event description:
Olympus inspected the device at the service department of olympus (B)(4) and found that residues were attached to the adhesive of the bending section rubber. There was no report of patient injury associated and infection associated with this event.